Manufacturer narrative:
This supplemental report has been created with reference to manufacturer's report number to update manufacturing site.

Event description:
It was reported to philips that the scalp electrode used for fetal monitoring caused a wound and possible infection and scars.

Event description:
It was reported to philips that the scalp electrode used for fetal monitoring caused a wound and possible infection and scars.

Manufacturer narrative:
A good faith effort was made to get the part back for evaluation associated with this complaint record. The reported part was scrapped by the customer. There is no additional information available.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the scalp electrode used for fetal monitoring caused a wound and possible infection and scars.